Event description:
The customer reported occlusion, lack of flow and inability to flush the maxplus valve when accessed with various male luers including syringes and IV set. This happens mostly when accessing the valve with a syringe and they have needed to restart some peripheral lines and treat some PICC lines with cathflo due to the occlusion. The customer states that no further patient/event information is available.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's report of an occlusion, lack of flow and inability to flush maxplus valves could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.